Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") and hospitalisation ("hospitalization nos") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), hospitalisation (seriousness criterion hospitalization), fatigue ("exhausted"), menorrhagia ("haemorrhagic menstrual periods"), cystitis ("cystitis"), anaemia ("severe anaemia disorder"), gastrointestinal disorder ("intestinal disorder"), hypotension ("low blood pressure"), dizziness ("dizziness"), malaise ("malaise"), myalgia ("muscle pain"), pain in extremity ("leg pain"), headache ("headaches") and dyspnoea ("short of breath"). The patient was treated with iron. At the time of the report, the back pain, hospitalisation, fatigue, menorrhagia, cystitis, anaemia, gastrointestinal disorder, hypotension, dizziness, malaise, myalgia, pain in extremity, headache and dyspnoea outcome was unknown. The reporter provided no causality assessment for anaemia, back pain, cystitis, dizziness, dyspnoea, fatigue, gastrointestinal disorder, headache, hospitalisation, hypotension, malaise, menorrhagia, myalgia and pain in extremity with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain . The analysis in the global safety database revealed 394 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.